Event description:
It was reported the burr was stuck on the wire. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure, burr became locked on the wire and they were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported. Device eval by manufacturer: the device has its distal tip kinked, stretched and there is certain damage at the welding section where the spring tip starts. There are a number of kinks along the body of the device.

Event description:
It was reported the burr was stuck on the wire. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure, burr became locked on the wire and they were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported.